Event description:
Incident: heating pad was turned off but plugged in. In the morning I discovered the wire at one end. Description: blackened and clearly burned. Product: personal care, product type: comfort and relaxation. (B)(4).